Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2020-00414.

Event description:
This is 2 of 2 reports. A customer reported that the lever of the a2101 mayfield ultra base unit was closed with a transitional in the handle. There was no known patient involvement or delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The handle has been deformed since the handle was closed without a 6 inch transitional being inserted. The unit was received with the shock cushion worn from routine use and without the 6 inch transitional. Shock cushion and 1/4in pin were worn. Adjustment wrench has worn threads. The device history record (DHR) showed no abnormalities related to the reported failure. The reported compliant was confirmed from the evaluation.the definite root cause of the observed condition could not be reliably determined.

Event description:
N/a.